Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade I.

Event description:
Healthcare professional reported "intracapsular rupture due to recovery" and "periprosthetic shell stage I."

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a5, a6, b1, b5, d4, d9, e1, g1, h3, h4, h6.

Event description:
Healthcare professional reported left side "intracapsular rupture due to recovery" and "periprosthetic shell stage I." Healthcare professional later confirmed capsular contracture baker grade I. Device has been explanted and replaced with non-abbvie device.

Event description:
Regulatory agency reported on behalf of physician, "intracapsular rupture due to recovery" and "periprosthetic shell stage 1." Physician later confirmed capsular contracture, baker grade I. Record is for left side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as unidentified (tear) opening. Observed a missing piece of shell assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "intracapsular rupture due to recovery" and "periprosthetic shell stage I."